Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands but was not meeting specification due to deformation at the distal end. Deformation was evident to the 1st distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion exhibiting 70% stenosis located in the mid lad . The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when trying to advance the device. It was reported that the device failed to cross the lesion. The procedure was completed using a non-medtronic product. The patient is reported to be alive no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Analysis has shown stent deformation.

Manufacturer narrative:
Image analysis summary: the lesion was reported as being in the mid lad however the images show the target lesion at the ostium/bifurcation of the lad/lcx vessel. A second angle of the target lesion at the bifurcation of the lad/lcx. A balloon is delivered to the lesion(lcx) and inflated. A contrast image following pre dilation shows the target vessel. A stent is delivered to the lesion and deployed(lcx).a balloon is delivered to the bifurcation of the lad/lcx and inflated. A contrast image shows the untreated section of the lesion and the treated section where the stent was deployed. An attempt is made to deliver a stent to the untreated section of the lesion(lad). There appears to be resistance and the stent does not reach the intended destination. The stent is withdrawn. A balloon is delivered and this region of the lesion is dilated. Following pre dilation an image of the lesion appears to show improved flow as shown by the path of contrast. A second stent is delivered to the lesion and deployed(lad). A final angiogram shows the treated bifurcation lesion which appears to have improved flow as shown by the path of contrast through the treated regions. If information is provided in the future, a supplemental report will be issued.